Manufacturer narrative:
(B)(4). Closure link and yoke interface. The device was received for analysis with no visual non-conformances and with a white cartridge reload present on the device. The reload was received unfired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the jaw was closed and the device was inserted into the patient through a trocar. The jaw was not opened when the release button was pushed. The jaw was eventually opened by pushing the release button several times. However, as the doctor felt the grasping trigger was not as usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.